Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump's screen was black. When she pressed a button, the insulin pump was unresponsive. The customer was in the hospital and was not wearing the insulin pump at the time. The customer was hospitalized due to a high blood glucose level of 200 mg/dl. He was feeling nauseous and vomited. The customer had a diabetic ketoacidosis. The black screen did not disappear. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.